Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient's area was not cleaned prior to starting pd. On the same day, the pt experienced peritonitis. The pt was not hospitalized for the event. On the same day, the pt started treatment with injection (inj.) Fortum and inj. Reflin (1 gm, night bag, and ip) continuously for peritonitis. At the time of this report, the peritonitis had resolved, the pt was recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.